Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's high blood glucose value was 466 mg/dl at the time of the incident. Customer's current blood glucose level was 237 mg/dl. It was unknown that auto mode feature was active or not at the time of event. Customer stated that the insulin pump was suspended and was leaking inside the body. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.